Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an eyelash was observed inside the sterile package of a ureteral catheter prior to opening the pouch. This packaging anomaly was detected prior to use; therefore, no patient contact.

Manufacturer narrative:
Investigation/evaluation: the investigation performed for this complaint report included a review of complaint history, the device history record, and specifications. A visual inspection of the returned device was also conducted during the investigation. One open package rpn 020015, label lot number 8373504 was received. Visual examination confirms a hair in the sealed package. The device history record was reviewed and noted there were no related non-conformances during the manufacturing process. A review of complaint history revealed this is the only reported complaint associated to complaint lot number 8373504. Based on the evidence presented by the sample, the cause of this complaint is likely manufacturing related. Additional measures have been initiated to address this failure mode. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.